Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evalua tion on-going.

Event description:
Country of complaint: south korea. It was reported that there was leakage from the pouch and a bent tip.

Manufacturer narrative:
We have received 12 open pouches. All ampoules have been optically evaluated and a defect in the tip of the ampoule has been found in eleven of the samples received, as can be seen in the enclosed pictures. The leakage of the glue occurs at this point. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.